Event description:
After using the alarm for only 2 nights, it is not doing what it's intended purpose is. The alarm is very hot and unusable. The first night, it was warm to touch, so I did not use it. Now I am testing it and it's very hot. I can feel the heat even when my face is a foot away from it. I tried calling the company but did not get any response. To use this alarm is impossible. I would have to wrap it up in cloth and even then there is no guarantee that it will not injure my daughter. It also stinks of burning plastic. For the moment, I have removed batteries and left it cool down. FDA safety report ID# (B)(4).